Event description:
The physician was unable to reach lesion as vessel was tortuous. Upon attempted removal, the stent slipped off balloon. Another MFR's 1.5 mm balloon was advanced into the stent, the balloon inflated and the stent withdrawn.